Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show all channels with high impedance. It is unknown if an accident or a trauma has happened. External parts have been checked without improvement.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally it is reported that one channel had been disabled because being extra-cochlear. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
In situ measurements show all channels with high impedance. It is unknown if an accident or a trauma has happened. The user reported to his parents he heard a "boom" in his head. External parts have been checked without improvement. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Additionally, it is reported that one channel had been disabled because it was extra-cochlear. This is a final report.

Event description:
The user reported to his parents he heard a "boom" in his head. It is unknown if an accident or a trauma has happened. Re-implantation took place on (B)(6) 2017.